Event description:
Falsely elevated ctni results of 1.35, 1.33, 0.82 and 0.65 ng/ml were obtained on a sample from a pt. The laboratorian retested the sample using a dimension xpand analyzer and a result of 0.53 ng/ml was obtained and reported. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni results. There was no report of adverse health consequences to the pt as a result of the falsely elevated ctni results. Analysis of instrument data indicated failure of hm flush component.